Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The event was confirmed with medical records received. Device history record was reviewed and no discrepancies relevant to the reported event were found. It was identified that zimmer biomet devices were implanted with competitor devices. Zimmer biomet has not confirmed the compatibility for these combinations of devices. It is unknown if these off-label usages may have caused or contributed to the reported events. A definitive root cause cannot be identified. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: zimmer neck cat#00784802401 lot#62096879, zimmer stem cat#00771300700 lot#62418045, mako restoris pst acetabular shell (stryker), mako restoris xlve acetabular liner (stryker), make restoris bone screw x 3 (stryker). The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent a left total hip arthroplasty. Patient experienced multiple dislocations months after, and had closed reductions. Subsequently, the patient underwent revision surgery approximately 1 year post initial implantation due to recurrent dislocations and pain. Our head/neck, and competitor liner were removed and replaced with our neck/head, and competitor liner. Attempts have been made and additional information on the reported event is unavailable at this time.